Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to address the issue, which involved plugging the pump into a power source to turn it back on, understanding that insulin settings were reset, and planning to manually restart cgm sessions and reload the cartridge. The customer continued to use the pump for insulin therapy.